Event description:
The facility's biomed engineer reported an infusion pump with an 810:02 failure code that was found in the device's event history during biomed testing. Baxter's service facility attempted to obtain additional info, but no further info was available at this time regarding whether or not there was a report of any pt injury or medical intervention caused by the failure of this device. Info regarding whether or not the device was in use on a pt when this failure occurred was not available, and no additional contact info was provided.